Event description:
Reportable based on analysis completed (B)(4) 2012. It was reported that during a fistula treatment procedure, removal difficulties through the sheath occurred. A 7.00 mm/2.0 cm/90 cm otw peripheral cutting balloon was being withdrawn from an unknown target lesion when one of the blades got stuck on an unknown manufacture's sheath. The peripheral cutting balloon and the unknown manufacturer's sheath were removed as one unit. No patient complications were reported and the patient's status is fine. However, returned analysis revealed a partially detached blade.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual examination revealed that 16 mm of one blade and pad had lifted from the balloon. The blade was severely bent. The returned device was connected to an encore inflation unit. Positive pressure was applied when a leak was noted. A further microscopic analysis of the balloon material confirmed a pinhole at the area of the lifted blade. The pinhole possibly occurred as a result of the withdrawal resistance as the procedure states that the procedure was successful. A microscopic examination observed no damage to the remaining blades. All remaining blades were present and fully bonded to the balloon surface. The tip of the device was microscopically examined and no issues were noted with its profile. No kinks or damage were noted along the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).